Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead exhibited episodes of undersensing at night resulting in pacing failure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. There are no stored episodes on the included s2d, so determination of undersensing is not possible.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.